Manufacturer narrative:
Siemens is providing a system which is safe regarding patient safety if used as described in the intended use and the instructions for use. No systematic issue in the installed base could be identified. No additional risk to the patient could be identified. Customer address: (B)(6).

Event description:
It was reported to siemens on (B)(6) 2019 that during service intervention on the injector of the linac the injector hv (high voltage) was on in program mode and present on the injector chassis. The hv should only be on in rad on mode. The root cause was a cabling failure during assembling of the new injector. No injury has been reported. This event occured in (B)(6).